Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the coil embolization of an aneurysm, the coil was deployed. Upon retraction of the delivery pusher, it was observed that the device was broken. A portion of the coil/delivery pusher remained within the microcatheter. A guidewire was inserted in to the catheter and the implant was pusher to the intended site. Upon withdrawal of the guidewire, the distal segment of the delivery pusher was removed from the catheter. No other intervention was reported. The patient status was unknown.

Manufacturer narrative:
Based on investigation, the complaint is confirmed. The pusher is damaged. The most likely root cause for this complaint may be due to the device being exposed to excessive force during retrieval. Reference mvi: (B)(4).